Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads and drive feature. The product matched print specifications where measured against drawing. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: h3: changed "no" to "yes."

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the patient had an infection with bone loss. As a result, the implant was removed from tooth site 23.